Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 260 mg/dl and 82 mg/dl. Customer was using the incorrect code key at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.